Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. The functional testing and investigation of the device could not duplicate the reported condition. Pm maintenance, replacement of worn part and cleaning is required. No further investigation is required based on the acceptability of risk and no adverse trends. Identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while positioning a patient during a tumor surgery, the swivel lock on the mayfield modified skull clamp (a1059) was blocked and it was not possible to unlock the swivel base and reposition the clamp. After removing the clamp by loosening the torque screw, they used another clamp which took 30 minutes. There was no patient injury, but the event led to increased surgery time of 30 minutes.